Event description:
An endovive standard peg kit was used during a peg placement procedure on a male patient in 2008. According to the complainant, "during the procedure the snare came off from the handle in the patient and the physician had to use another snare to retrieve the first snare's loop. The physician completed the procedure with the second snare....." At the conclusion of the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
A visual examination confirmed that the snare loop wire and crimped cannula had detached from the connecting wire. The loop wire was bent and the distal end of the connecting wire was damaged. The examination determined that the spacing between the cannula crimps was too narrow; a result of improper manufacturing. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints recorded for this lot. For complaint trending purposes, the standard peg kit is included in the initial g-tube enteral feeding product family. The december 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.